Event description:
The original surgery was on (B)(6) 2000, automated corneal shaper (acs), visx. Pt underwent uncomplicated lasik enhancement using an intralase side cut and lift of original flap for left (os) eye on (B)(6) 2010. Pt developed epithelial ingrowth which was removed on (B)(6) 2010. No add'l info has been provided by the customer.

Manufacturer narrative:
A field service engineer (fse) visited site to service the laser on (B)(4) 2010 for minimum energy too high. Upon departure, the laser met specifications and performed as intended. Fse also visited site on (B)(4) 2010 for a preventative maintenance and laser was found to be within specifications. (B)(4): epithelial ingrowth.